Event description:
Medtronic received information regarding an imaging system during a sacroiliac and thoracolumbar procedure. It was reported that the system was brought in to complete the first spin and was displaying a "door open" message. The site was unable to move the door open or closed, and reported holding the gantry open/close buttons had no response. The site was unable to dock the system. Holding the dock button would move the gantry most of the way, then the gantry would stop before the pins were in place. The site attempted a reboot with no effect. The system was considered down by the site. Troubleshooting was done and an imaging system hug was performed with no effect. The gantry was moved up and out before trying to dock it and there was no effect. The use of medtronic imaging and navigation was aborted. There was less than an hour delay in surgery. There was no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000138; product ID: bi71000135: h3, h6: system service was completed and it was found the rotor was not aligned. This was why the door would not properly close. Aligned the rotor and the doors opened and closed correctly. Found the image acquisition system (ias) needed to have invalidate home home done, this was why the system would not dock. Performed invalidate home, system docked correctly. Root cause of these issues, was customer drove the system into something, and threw off the alignment on both. Sidewall cover, and lower door cap cover are damaged as a result. B01, c13, and d02 are applicable. H3, h6: no products have been received by the manufacturer for analysis. B17, c20, and d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.